Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly, and the patient experienced urinary leakage. A surgical procedure was performed in which the existing device was explanted. It was noted that the previous cuff had been positioned distally causing urethral atrophy. All components were replaced with a new aus system, with the new cuff placed more proximally. There were no further patient complications reported.